Event description:
The information received from the field states that the dial portion of the smart control, iliac 8x100ml stent delivery system, did not work. The physician rotated it forty times and it still would not deploy. The physician had to manually use the slide bar which caused the stent to move during deployment which caused the stent to be placed slightly proximal to its intended location.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.

Manufacturer narrative:
The information received from the field states that the dial portion of the smart control, iliac 8x100ml stent delivery system, did not work. The physician rotated it forty times and it still would not deploy. The physician had to manually use the slide bar which caused the stent to move during deployment which caused the stent to be placed slightly proximal to its intended location. One non-sterile unit of smart control 8 x100 mm was received coiled in a plastic bag. The locking pin and stent were not received. The distal tip was uncannulated. The cause of the uncannulated condition found during the analysis could not be conclusively determined. The failure does not appear to be manufacturing related; controls exist in the final assembly and packaging processes to prevent this type of failure. In addition, there are inspections in place to detect failures in the sds. The outer member was kinked at 6cm from ID band and at 8.5cm from brite tip. The cause of kinked condition found during the analysis could not be conclusively determined; however it could be related to the coiled condition of the unit received for analysis. Blood residues were found on handle, ID band and wire lumen. The usable length was measured and the dimension was within specification. The functional analysis was performed per IFU, initially the tuning dial was rotated 25 times with no resistance and then stopped, deployment process was completed successfully by pulling back the deployment lever no resistance was felt. It was not possible to rotate the dial further due to the length of the stent is 100mm; using the tuning dial only 50 mm approximately are deployed, therefore the deployment lever movement must be performed to release the rest of the stent. The deployment process was completed successfully, no resistance was felt. In addition, it was verified that the outer sheath was properly connected to the slider. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. With functional analysis there was no discrepancy with the rotation of the turning dial and deployment and no anomalies found during the deployment process contributing to the reported inaccurate placement with functional testing. The instructions for use outlines that deployment is initiated by rotating the tuning dial with the thumb and index finger in a clockwise direction until the distal stent markers and the distal end of the stent visibly appose the vessel wall. Once this occurs, stent deployment continues by pulling back on the deployment lever. There is no indication of a relationship of the reported events to the manufacturing process. Procedural factors and handling related to the deployment of the device may have contributed to the reported deployment difficulty resulting in inaccurate placement. Therefore, no corrective actions will be taken at this time.